Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal vhd kit size 2 was deployed. Immediately post-deployment, the right leg was noted to be mottled and cool to the touch. Pulses were obtainable by doppler. An angiogram revealed an occlusion of the right common femoral artery and presence of thrombosis at the vessel entry site. The pt was taken to surgery for a thrombectomy. Blood flow was restored to the leg. No pathology was performed on the thrombus. No further complications were reported.